Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis manifested by the abdominal pain and cramps. The break in aseptic technique was further described as a touch contamination (unspecified). One day after onset, the patient was diagnosed with peritonitis and on the same date the patient began treatment with vancomycin for 23 days. The patient was not hospitalized for the events. At the time of this report the patient had recovered from the abdominal pain and the peritonitis. Action taken with dianeal therapies was not reported. No additional information is available at this time.